Manufacturer narrative:
Result: lift coil sensor cable.

Event description:
It was reported by service report that the foot end lift was stuck in high height and the power cord was severed. No patient involvement or adverse consequences are reported.